Manufacturer narrative:
. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or after (B)(6) 2024. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3(no): the device was not returned for evaluation (the lens remains implanted); therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of something in the eye causing inflammation in three patients which were implanted with the monofocal intraocular lenses (iols). That during the post-op examination, the doctor noticed something going on within eye. It is unknown if the issue significantly affected patients' daily activities. Treated with steroids and continued evaluation of eye. On 11/11/2024, the doctor confirmed that all patients are doing well and recovering from post-op iritis recurrence. No product is being returned. No further information was provided. This emdr report pertains to patient #1. Separate reports are being submitted for the other two patients.